Event description:
It was reported that the user experienced a hyperglycemic event described as a spike in glucose while sleeping, with cause unclear and no associated alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and no reported long-term impact. Investigation included plans for follow-up to obtain additional information and a blood glucose questionnaire. Investigation of this case revealed insufficient information to identify a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.